Manufacturer narrative:
Evaluation of the returned ruby coil lp confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was separated, and the pull wire was retracted from the pusher assembly. If the pet lock is inadvertently mishandled during the retraction of the device from the microcatheter, the pet lock may separate, and the pull wire may retract from the distal tip of the pusher assembly. This likely contributed to the reported embolization coil detachment during the procedure. The detached embolization coil was not returned for evaluation. Due to the returned condition, the ruby coil lp could not be functionally tested for the reported advancement issue; therefore, the root cause of the reported resistance experienced during advancement could not be determined. Further evaluation revealed that the pusher assembly was kinked throughout its length. This damage was likely incidental to the complaint and likely occurred during packaging for the device return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil lp through the microcatheter, the physician experienced resistance. Therefore, the ruby coil lp was removed. The physician then advanced a new ruby coil lp into the microcatheter; however, resistance was encountered within the microcatheter. Subsequently, while retracting, the physician was still experiencing resistance and the ruby coil lp unintentionally detached inside the microcatheter. It was reported that the ruby coil lp was successfully removed out from the microcatheter. The procedure was completed using a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.